Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Device history record (DHR): reviewed the DHR for batch 25e06ged31, there is no abnormality and no such defect detected at in process and final control inspection. Sample evaluation: received 2 samples of easypump ii lt 125-25-s-EU/sa without original primary packaging. The batch number on the big bottom cap of both samples was 25e06ged31. Investigation results: the flow rate report of affected batch 25e06ged31 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between -2.82% and 3.22%. No abnormality was observed from final control flow rate report as all samples were within specifications of ±15%. Both received reference samples were weighed and sample 1 was recorded at 183.69g meanwhile sample 2 was recorded at 183.65g. Both pumps contained clear solutions in it upon receiving. No abnormalities were found on the sample during visual inspection. The sample was decontaminated and sent for flow rate test. The flow rate deviation from nominal flow rate for received samples were -2.14% and -3.15%. The flow rate of received sample was within the specification of ±15% deviation from nominal flow rate. However, there are some possibilities that cause fast flow rate to occur during application, such that one combination factors are listed as below: factor 1: temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 5 ml/hr to 5.9 ml/hr. Factor 2: folded outer shell (outer layer) folded outer shell (outer layer) will also act as the external pressure to elastomeric membrane and increase the flow rate of the product. Factor 3: external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Conclusion: since the flow rate of returned reference samples are within the specification, hence we considered this complaint as not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k081905.

Event description:
According to the event description: the patient claims that the pump runs in 16 hours instead of 24 hours. Used pumps are discarded, but they ask that the rest of the pumps from the same production be examined for the run-in time.